Manufacturer narrative:
Results: fse checked and flushed the probe wipe drain pathway with bleach to remove any partial clogs. Fse also performed triple transducer module (ttm) alignment and volume conductivity scatter (vcs) calibration to correct the laser offset. Fse noted that the cause of the leak was most likely a partial clog in the probe wipe drain pathway. (B)(4).

Event description:
On (B)(6) 2012, customer reported a bloody leak in the blood sampling valve (bsv) drip tray in the lower front cover on the lh 750 analytical station. The volume of the leak was 1 to 2 ml and it was contained in the drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the customer had cleaned the fluid/blood leak in the blood sampling valve (bsv) tray. Fse checked and flushed the probe wipe drain pathway with bleach to remove any partial clogs. Fse also performed triple transducer module (ttm) alignment and volume conductivity scatter (vcs) calibration to correct the laser offset. Fse noted that the cause of the leak was most likely a partial clog in the probe wipe drain pathway. The system was verified and all quality control (qc) passed. No further problems were reported.